Event description:
Tt was reported that the prodcut in question doesn´t work. No negative impact in state of health reported.during the preliminary investigation, it was determined that moisture ingress caused error code.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee.the event is filed under internal karl storz complaint ID: (B)(4).